Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, on initial firing of the device, error message 'reposition jaws' and 'reactivate'. The jaws would not release the tissue. Handles pried open to release tissue. They unplugged the hand piece and re-attached. Immediate error code 'replace hand piece'. Case completed with another device of the same product code. There were no patient consequences reported. .

Manufacturer narrative:
(B)(4).additional information: the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the upper jaw was damaged at the proximal side causing difficulty in the opening and closing of the jaws. As result of this the upper jaw grasping teeth were bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.